Event description:
It was reported by the customer that patient was accessed and when flushed, saline/blood leaked out of the connection between the tubing and where the needle is connected, on top of the yellow butterfly wings. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.